Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This report is being submitted as an initial final report. Device evaluations results/investigation findings: product review of the meshgraft ii by zimmer biomet (B)(4) on march 6, 2020 revealed that there was a failure with the cutter blade and side plate. Repair of the meshgraft ii was performed by zimmer biomet (B)(4) on march 6, 2020 which included replacement of the cutter and sideplate. Meshgraft ii, serial number (B)(4), was then tested and functioned properly. Probable cause/root cause: the root cause of the reported event could not be specifically determined with the information that was provided. During the product review by zimmer biomet (B)(4) there was no mention of the ratchet handle not operating as intended. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
It was reported that the mesh graft2 was need of repair for ratchet handle not move up and down. Event occurred during kit inspection. No adverse events were reported as a result of this malfunction. No additional event information available.